Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinician narrative. An impella 5.5 device was inserted via the right axillary subclavian artery in a 53-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock. The patient had a known history of coronary artery disease and renal insufficiency and required intra-aortic balloon pump support, inotropic therapy, vasopressors, and mechanical respiratory support. The patient was classified as scai stage d. During support with the impella 5.5 device, the patient developed thrombocytopenia and required blood product transfusion. Additional information received indicated that the patient was diagnosed with thrombotic thrombocytopenic purpura/immune thrombocytopenic purpura (ttp/itp) attributed to cefepime exposure. A heparin-induced thrombocytopenia evaluation was performed and returned negative. No active bleeding was identified. The patient experienced thrombocytopenia and blood transfusion during impella 5.5 support. After a comprehensive review of the available information, the reported event did not identify evidence suggesting a causal relationship between the impella 5.5 device and the thrombocytopenia. The thrombocytopenia was determined to be medication-induced and associated with cefepime-related ttp/itp in the setting of critical illness and cardiogenic shock. The patient survived.

Manufacturer narrative:
(Thrombocytopenia): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B1 and b2: updated reportability per new information. H1: updated reportability. H6: updated codes per new information. Updated clinical review: an impella 5.5 device was inserted via the right axillary subclavian artery in a 53-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock. The patient had a known history of coronary artery disease and renal insufficiency and required intra-aortic balloon pump support, inotropic therapy, vasopressors, and mechanical respiratory support. The patient was classified as scai stage d. During support with the impella 5.5 device, the patient developed thrombocytopenia and required blood product transfusion. Additional information received indicated that the patient was diagnosed with thrombotic thrombocytopenic purpura/immune thrombocytopenic purpura (ttp/itp) attributed to cefepime exposure. A heparin-induced thrombocytopenia evaluation was performed and returned negative. No active bleeding was identified. The patient experienced thrombocytopenia and blood transfusion during impella 5.5 support. After a comprehensive review of the available information, the reported event did not identify evidence suggesting a causal relationship between the impella 5.5 device and the thrombocytopenia. The thrombocytopenia was determined to be medication-induced and associated with cefepime-related ttp/itp in the setting of critical illness and cardiogenic shock. Additional information received reported that the patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.